Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under her rear therapy electrodes and under stickers that the hospital left on her skin. Patient reported scabs on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a steroid pill. Follow up indicated that the steroids are helping with the skin irritation.